Event description:
It was reported that during a laparoscopic radical surgery for low rectal cancer, after resection of the rectal lesion and during the colorectal anastomosis step, the device could not be closed after the safety was released and the device did not fire. The space between the cartridge and anvil was reported as closed with the green bar visible in the indicator window but a resistance was felt when firing. The device was replaced with another circular stapler to complete the surgery. In addition, the patient's intestinal tube was thicker after chemotherapy. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.